Manufacturer narrative:
(B)(4). The device was returned to baxter for evaluation. This is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified in the event history log review. The homechoice device received a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. Upon conclusion of the investigation, the cause of the iipv event was determined to be a false empty detect and use error, further specified as the minimum drain volume percent was set too low. The homechoice apd systems trainer's guide provides a warns the user that setting the minimum drain volume % too low, could result in an incomplete drain for the patient. This could result in an increased intraperitoneal volume (iipv) situation. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 20:16:33. During night drain cycle two, the patient's ultrafiltration reading was 1572ml, indicating the home patient drained 1572ml more than their maximum programmed fill volume of 2400ml. No additional information is available.